Event description:
Clinical trial. Same case as MFR report #: 6000093-2006-02466. It was reported that 529 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a target vessel reintervention. The index procedure identified and treated two target lesions. Target lesion one was a de novo, 95% stenosed, mildly calcified lesion of the mid rca (right coronary artery) measuring 2.75x8mm and was treated with predilation, placement of a 3.0x12mm taxus express2 drug eluting stent at 20 atm, and postdilation of the stent resulting in 0% residual stenosis. Target lesion two was a de novo, bifurcated, 90% stenosed lesion of the distal rca measuring 2.5x8mm and was treated with predilation and placement of a 3.0x12mm taxus express2 drug eluting stent at 14atm resulting in 0% residual stenosis. The pt was discharged the following day on asa and plavix. The pt experienced a target vessel reintervention of the mid rca 529 days following the index procedure. The mid rca was treated with balloon angioplasty and placement of another MFR's drug eluting stent. The pt was reported to be taking asa and plavix at the time of the event and was discharged the next day.

Manufacturer narrative:
H.6.: the delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.